Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the fiber optic cable going from the universal power board (upb) to the axes controller platform (acp) board. Once the cable was replaced the error did not occur. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the patient side cart (psc) had repeated 319 faults. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and confirmed the error 319, along with an error 324. The customer power cycled the system three times prior to calling in. The tse had the customer hard cycle the psc and the faults persisted. The tse assisted the customer with a second hard cycle, but the faults remained. The procedure was converted to another da vinci system.